Event description:
Patient reports no stimulation sensation. She increased output from 4.10 and up with no effect. States she was cleaning, lifting the refrigerator and sofa and bent her neck backward. Lead is placed between c1-c2.

Manufacturer narrative:
(B) (4).